Manufacturer narrative:
Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without add'l info. Root cause could not be determined from the info provided by the customer. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Customer alleges discrepant results with inratio meter compared to laboratory. Summary of reported results: testing date: (B)(6) 2014. Testing results: inratio inr result was 7.5, one hour later inratio inr was 2.3, seconds later inratio inr was 7.5. Twenty five minutes late, the laboratory inr result was 4.2. Patient's therapeutic range is: 2.5-3.5. No further info was provided.